Event description:
During a procedure today, the surgeon identified a manufacturing defect regarding the detachment zone marker (tiger stripe) on the stryker target helical nano 1.5mm x3cm coil. The marker was misplaced, leading to unintended early deployment. Fortunately, the situation did not lead to patient harm; however, the device did not perform according to specifications. Staff did not sequester device. Device was thrown away. Packaging information was saved and given to management and vendor. No rep present for case.